Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04610. It was reported that the patient presented to the hospital with exposed leads that had eroded through the skin. The exposed leads were right atrial and right ventricular leads that had been capped on (B)(6) 2015 due to insulation abrasions that had caused noise. Possible infection was suspected. The pocket was reopened, and the leads were cut. Part of the leads were removed and the other part were ligated and remain in the pocket. The pacemaker and chronic leads were isolated from the capped leads and positioned sub-pectoral to prevent spread of infection, and the area was treated for possible infection. The patient was in stable condition.